Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that guidewire detachment occurred. The target lesion was located in the superficial femoral artery. An unspecified size v-18 control wire guidewire was selected for use and advanced towards the lesion. During the procedure, the tip of the device was detached into the sterling balloon catheter. The device was retrieved and the procedure was completed with another of the same device. No patient complications were reported.